Manufacturer narrative:
Device evaluation results: one level 1 normoflo irrigation fast flow system was returned for investigation in used condition. The customer reported product problem (leaking from the return tube/ device shutting off intermittently) was verified during functional testing. The problem occurred as a result of normal wear and tear, as well as damage to the pcb from fluid leakage (unit shutting off). The worn o-ring (which was causing the leak) was replaced, and silicon was applied on the return tube. Multiple worn/damaged internal components were also replaced. The device functioned normally after the repairs.

Event description:
It was reported that the level 1 normoflo was leaking from the return tube. In addition the device was shutting off intermittently. No patient injury or complications were reported in relation to this event.